Manufacturer narrative:
Prior to notice of this alleged injury, breg had already initiated an action to revise the product labeling and make modifications to the pc 500. That action is currently in process.

Event description:
Breg's first notice of this alleged event was when it was served with a lawsuit over three years after the incident. According to the plaintiff's personal injury complaint, in 2003 the plaintiff underwent arthroscopic surgery of her left knee for a meniscal tear. Following the surgery, a polar care 500 was applied to the plaintiff's knee and she alleges the family was instructed to use the unit as much as possible at 45 degrees. Seven days later, the plaintiff was seen by her doctor and showed significant swelling and discoloration over a large area under the cold therapy pad. Her knee was aspirated and injected and she alleges she was instructed by her doctor's office to continue using the unit. Eighteen days later, the plaintiff alleges she discovered blisters and additional discoloration under the pad. The next day, the plaintiff's mother allegedly called the doctor and left a voice message regarding the appearance of the plaintiff's knee. Also according to the plaintiff's legal papers, the next day, the plaintiff was seen by her doctor, told to stop using the cold unit and to see a plastic surgeon. The plaintiff saw a plastic surgeon the same day and was told she was suffering from frostbite. Also, per her personal injury complaint, almost three years later, the plaintiff underwent a surgical debridement of the "full thickness gangrenous necrotic wound." She alleges the wound was repeatedly debrided and cleansed over the next three months and that it eventually closed. The plaintiff claims she has suffered unspecified permanent injuries, including disfigurement. There is no information available to breg at this time about the plaintiff's prior medical condition, whether the unit was used properly and whether there was an appropriate barrier between the plaintiff's skin and pad because the matter is in litigation and discovery has not started. The plaintiff has not identified the unit with specificity other than to allege in her complaint that she rented it from her healthcare providers. All issues related to plaintiff's claim will be fully investigated and the subject of discovery during the litigation process. In addition to breg, the plaintiff has sued her healthcare providers claiming that her injuries were caused by their medical malpractice.